Event description:
The customer contacted baxter's service center regarding a check lines and bags alarm, which occurred on the homechoice (hc) during fill 5 of 6. The heater bag was empty and the final bag was full. The care giver (cg) had changed the last fill bag. The technical service representative (tsr) explained and assisted to end therapy. The cg got on the phone. The tsr explained again. The tsr reviewed the programming; the hc was set for continuous cycling peritoneal dialysis, the total volume was 17000 ml, the fill volume was equal to 2500 ml, the last fill volume was equal to 2000 ml, the dextrose was set to different, and the cycles were set to 6. The cg connected two 6l bags and one 2l bag. The tsr advised the cg to let the home patient (hp)'s registered nurse know that the hp was not connecting enough solution. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Baxter product surveillance contacted the care giver on (B)(4) 2012. She stated that the programming issue had been resolved. She did not recall switching out the final bag, and had not spoken with the patient's nurse. Bps explained the contamination risk. Therapy since has been going well, and there were no adverse effects reported in relation to this event.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A follow-up MDR will be submitted upon completion of the investigation or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a report of use error - reuse of single-use supplies was confirmed. The root cause was undetermined. The label review found the labeling adequate for the use error in this complaint. A follow-up MDR will be submitted if any additional information is received.